Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The field service support confirmed the reported problem and also noticed cracks on the top cover. The field service support replaced the power switch overlay to solved the issue and the top cover was also replaced.

Event description:
The customer reported a faulty led (light emitting diode) indicator and during device evaluation the field service support technician reported cracks on the top cover.